Manufacturer narrative:
(B) (4)the sample was not returned; therefore, no evaluation was performed.

Event description:
Initially, during a call to the baxter technical service, the patient indicated he was recovering from peritonitis. During a follow up call to the facility nurse, the following information was received related to the second event of peritonitis on (B) (6) 2010. On (B) (6) 2010, the patient presented with cloudy effluent for the second time. The culture was positive for (B) (6). A cell count was performed and results were positive. A gram stain was performed and results were gram positive. The patient was treated per protocol with vancomycin 2 gram intraperitoneal (ip) two times per week for three weeks an ceftazidime 1gram intraperitoneal every day for three weeks as this was considered a recurring event. A home visit was completed. The wife is the caregiver and is well trained. At the home visit she was able to demonstrate appropriate techniques. The physician indicated the issue was not related to baxter devices or solutions but may be related to catheter issues. The patient was recovering from the event of peritonitis.